Event description:
The customer reported that the system did not x-ray and there was no image on the monitor.

Manufacturer narrative:
The ge svc rep found the pins in the lemo receptacle were bent. He ordered and replaced the lemo receptacle. The system operates as intended.